Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon ruptured occurred. During a percutaneous transluminal angioplasty procedure, a 2.00 x 40mm coyote¿ es balloon catheter was used in the lower leg. The balloon ruptured at about 6 atmospheres. The procedure was completed with a different device. There were no patient complications.